Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was bleeding a little bit the first day or so, just to the right of the incision. The patient's healthcare provider (hcp) had told the consumer that the bleeding was normal. The caller reported the patient was kind of red back there and had a lot of red marks back there. The consumer indicated that the patient was on "some pills" and clarified that the patient was on "3 days of infection pills," but the red marks were still there. The caller stated that they hope the patient does not have "blood poisoning." The caller was advised to have the patient follow-up with their hcp. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.